Event description:
Pt called allleging that the meter does not power on. Pt had misplaced their meter since 9/03 and recently found the meter. Pt replaced the batteries and the meter still did not power on. Pt claims pt went to the md because pt was not feeling well. Md checked their blood glucose and obtained a 73mg/dl. Md did not treat pt for their diabetes. Md checked pt's blood pressure and it was high and treated pt for their blood pressure. Pt is not on oral meds or insulin for diabetes. Their regiment is based on a strict diet. Customer service was unable to resolve the issue and sent pt a new meter.